Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no patient information provided after calls to end user 03/11/25 and 03/31/25.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.